Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. When the package was opened, there was a broken suture found in the package. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.